Event description:
It was reported that, during an acl surgery, the target wire was inserted in the femoral drill hole setup. Then, when over drilling with the "endoscopic cannulated drill bit (4.5, strl)", it broke at the suture at distal end. The fragment was still hanging on the target wire so that it could be easily removed. After recovery, the procedure was successfully completed without significant delay using a back-up device into the same bone hole. Patient outcome is good and no additional complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection confirmed that the drill tip had broken off. The metal around the break was deformed and bent outward. There was no debris on the device. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: ¿ prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. As with any surgical instrument, careful attention should be made to assure that excessive force is not placed on the instrument. Excessive forces applied to the instrument can result in failure.¿ the complaint was confirmed. Factors that could have contributed to the reported event include inadvertent bending during use, excessive force, or reuse of a single use device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an acl surgery, the target wire was inserted in the femoral drill hole setup. Then, when over drilling with the "endoscopic cannulated drill bit (4.5, strl)", it broke at the suture at distal end. The fragment was still hanging on the target wire so that it could be easily removed. After recovery, the procedure was successfully completed without significant delay using a back-up device. No additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.